Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -9.00/1.5/083 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchange for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4). Claim#: (B)(4).